Event description:
It was reported that during the implant procedure the lead helix would not move. A new lead was used to complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): lead stretched, the inner insulation was kinked/buckled, there was blood in/on the helix/lobe mechanism and the lead appeared damage at implant; the analyst noted that the lead has been stretched so the inner insulation buckled and prevents the helix from extending and retracting; full lead returned and analyzed.